Manufacturer narrative:
Complaint conclusion: as reported, one 6f-12f mynx control venous vascular closure device (vcd) did not take on an ablation procedure. It was reported that protamine had just been given and that the user did not hold light venous pressure for long enough. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field. The user was trained to the device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis as it was discarded. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-inability to achieve hemostasis¿ could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced could not be determined. Failing to achieve hemostasis after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. Based on the information available for review, patient factors, pharmacological factors and/or handling factors of the device are possible, especially since it was reported that the user did not hold venous pressure for long enough. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on information available for review, there is no indication that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6f-12f mynx control venous vascular closure device (vcd) did not take on an ablation procedure. It was reported that protamine had just been given and that the user did not hold light venous pressure for long enough. There were no reported injuries to the patient. The devices were properly stored and opened in the sterile field. The user was trained to the device. The devices were discarded and will not be returned.